Manufacturer narrative:
The device was received and evaluated. Upon initial inspection, it was noted that the needle was exposed. The linkage assembly can be seen to be slightly misaligned potentially causing the needle to not fully retract. Upon opening the device, the linkage assembly moved to the fully retracted position. Faint score marks were seen on the underside of the top housing indicating interference between the housing and the linkage assembly. The cause of the interference could not be determined. No issues were found with the soft cannula assembly that would impede the device¿s ability to deliver insulin. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17, checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) read "high" while the pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, boluses were administered and a new pod was applied.